Event description:
Foreign matter found in package or on the device. It was reported that "surgeon performing total hip arthroplasty. Requested liner opened unto sterile field by operating room - rn. Doctor noticed a particle of debris on liner before implanting into the pt. He requested an additional liner be opened which we had."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (foreign matter found in the package or on the device) and product code jdi.